Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after balloon implantation, it was found that there was blood like liquid in the helium pipe. As a result, con tralateral implantation was performed after withdrawal". Patient condition reported as "fine". Associated MDR: 3010532612-2022-00264.

Manufacturer narrative:
(B)(4). The reported complaint of iab blood in helium pathway is confirmed. Sample was returned to the manufacturer for investigation. No serial number was reported. The serial number on the returned sample is ml10193. The lot number recorded on the complaint report matches the lot number for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number on the returned device. The sample was returned in a cardboard box and was loosely packed within an original packaging box. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.3cm from the iabc distal tip. Additionally, the separated inner cannula (iabc central lumen) pierced the bladder at approximately 10.9cm from the iabc distal tip. Spots of dried blood were noted on the exterior surfaces of the returned sample. Some dried blood was also noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0065in and was within specification of internal process documents. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with internal quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to the previously noted damaged central lumen. The damaged central lumen will result in blood entering the helium pathway. Some blood exited through the separated end of the inner cannula (iabc central lumen). The iabc was leak tested in accordance with testing methods from internal manufacturing procedure. A leak was immediately detected from the iabc distal tip. The leak noted from the iabc distal tip is consistent with the previously noted damaged/separated flex-tip assembly from the iabc central lumen. A leak was also noted from the iabc bladder at the location of the previously noted damaged bladder and the puncture is consistent with contact from the central lumen. No other leaks were detected. Due to the returned state of the device, the damage to the bladder potentially occurred after the removal of the device from the patient or during the returned shipping/handling. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the inner cannula separation. Some blood was noted on the guidewire. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that "after balloon implantation, it was found that there was blood like liquid in the helium pipe. As a result, con tralateral implantation was performed after withdrawal". Patient condition reported as "fine". Associated MDR: 3010532612-2022-00264.